Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty navigating and placing the right ventricular (rv) lead. It was reported during a follow up device check, that the rv lead had dislodged. The rv lead was removed and it was noted that there was tissue built up in the helix. The helix was cleaned and re-inserted. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.